Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified de novo lesion in the distal right coronary artery (rca). After multiple pre-dilations with unspecified balloon dilation catheters, a 2.5 x 23mm xience sierra stent delivery system (sds) could not cross the target lesion due to anatomical challenges. The sds was removed and a small dissection was observed which was treated with a 2.5x15 mm mini vision stent. A non-abbott stent was used to treat the target lesion. No clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, and the subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.